Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during service/maintenance, the subject device had a flickering image. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from investigation. In addition, the following reportable malfunctions were identified during the device evaluation: video connector receptacle is failed. A root cause could not be identified. Based on the results of the investigation, it is likely the image was flickering due to failure of the video connector receptacle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.